Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73a1900484 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was found jamming after 2 staples were fired. Then immediately changing a new one and it worked well. The hospital complained that the operation time was delayed.